Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a pacemaker implant. During procedure, it was noticed that the pacemaker sterile package was contaminated with a hair. The device was not used, and another pacemaker was implanted instead. There were no patient consequences.